Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the bolus calculation displayed on the pump was incorrect. Reportedly, the pump did not suggest a bolus after the customer entered a blood glucose (bg) level and carbohydrates consumed. The customer's bg level ranged from 180 to 200 mg/dl. The customer has manual injections available as alternate insulin therapy.